Event description:
It was reported that a patient underwent a gynecological procedure to remove a soft uterus in 2008. Approximately fifteen minutes into the procedure, the blade was rotating but stopped cutting the tissue. Another like device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
Date sent to the FDA: 08/07/2008. (Blade does not cut) - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.